Manufacturer narrative:
The investigation is ongoing. A follow-up emdr will be submitted within 30 days of receipt of new information.

Event description:
During an endoscopic retrograde cholangiopancreatography for cbd stone extraction, the physician used a cook memory ii double lumen extraction basket. It was reported that the nurse opened the packaging of the new product and inspected the basket for any abnormalities before inserting it into the scope and found none. They opened the basket inside the duct and pulled out small stones. However, the endoscopic image showed that one of the basket wires was broken. They removed the basket from the scope and completed the procedure using a new mb-35-2x4-8. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. This observation occurred prior to use. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.